Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using night aligners the patient reported, "I'm not sure if this is due to aligners but for 3 weeks left jaw pain, salty taste in mouth took amoxicillin still have some pain, a little better but also still little swelling face/left jaw no cavity, had xrays not sure if gum swelling/some pain due to teeth shifting? I took break last night" (B)(6) 2024 "I just wanted to update that. I went to the dentist this morning and had a full set of x-rays done, as well as a deep cleaning. The hygienist said there was no infection anywhere from the x-rays. I told her that last night I was having a bit of throbbing pain on that left lower mid molar, and my jaw feels tighter on the left side. She suspects that is from the aligners affecting the bone. I would appreciate any insight on what to do next as I really don't like this pain."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.